Event description:
It was reported that a user experienced a single hyperglycemia event with blood glucose rising to 300 mg/dl after increased food intake while traveling, and the ilet system¿s correction algorithm reduced glucose without device alarms or malfunctions. Symptoms included hyperglycema. Outcomes included no ongoing blood glucose impact, no medical intervention, and no hospitalization. Investigation included agent follow-up interviewing the user and review of event details. Investigation of this case revealed normal device performance with appropriate automated corrections and that the event was attributable to a lifestyle change with larger-than-usual meals rather than a pump or component issue. It was concluded, based on previously established findings for similar reports, that user behavior related to meal size was the cause.